Event description:
It was reported that the cross arm brake handle was loose. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the brake assembly. System operates as intended.